Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's mother called the on-call audiologist on sunday with reports that they had trouble-shooted the device but could not get the processor to work. It just suddenly went off. After exhausting troubleshooting on the phone, it was determined that the patient needed to go to the clinic for further analysis. The patient was seen at the clinic two days later and it was determined that the internal device had failed.